Manufacturer narrative:
The insulin pump had intermittent escape button response due to a flattened dome switch. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that there was intermittent or not response to several buttons on the insulin pump. It was noted that the anomaly persisted even after a battery change. Customer's blood glucose reading at the time of the call was 12.8 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.